Event description:
The pt's parent reported the child no longer responds to sound sensations. Using the appropriate diagnostic equipment, it was determined that thedevice is not functioning according to MFR's specs. Explantation/reimplantation surgery had not been scheduled as of the date of this report.